Event description:
Surgery date: 2007. The surgeon was attempting to implant 6.5mm screws using the st360 long screw driver. The surgeon commented that the screws, when sealed in the long screw driver, wobble. During the surgery, two pedicles broke at the l4 left and l5 right. The surgeon decided not to implant any hardware as a result, and closed up the patient. The rep reported that the surgeon did not use the bone awl to break through the cortical bone.

Manufacturer narrative:
Analysis of the four long screw drivers returned concluded each is within print specification and passed all gage inspection. A function test was performed and each instrument performed according to specifications. If additional information becomes available, a follow up report will be submitted.